Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the tip of the probes broke off in the wounds.

Manufacturer narrative:
The reported device was not returned for evaluation. However, the detached tip, ceramic plus electrode, was returned for evaluation. The returned tip's design is consistent with a 4.0 mm serfas energy 90s max probe which was the reported part number. The reported unit was not returned for evaluation therefore the device could not be inspected in order to determine the most probable root cause. The investigation was documented and most probable root causes were defined according to information provided by the customer, risk management report and previous complaint history. According to the serfas energy probe family risk management plan, probable root causes for the reported condition can be associated, but are not limited to: 1. Non conforming component. 2. Poor assembly process. The following controls are in place to detect any assembly process related issue: current in process controls for this condition at the manufacturing line include but are not limited to 200% inspection during assembly process. A continuity test (resistance measurement) is performed after the unit is assembled, which will also indicate if there is non-continuity (electrode breaking) inside the unit. In addition, a 30x inspection of the probe¿s tip assembly is performed on all the probes during manufacturing. Therefore, a possible workmanship (assembly) related condition is a less likely possible contributor based on the line controls and device history record review. 3. Misuse. The following caution notes are included in the user instructions of each unit to prevent the reported condition, as follows: *examine the probe for damage prior to use and discard if damage is found. The probe is delivered inside a blister in which the unit is snapped in place, and the blister is placed inside a box, which provides protection to the tip of the probe. In the event that the probe is delivered to the customer with a damaged tip, then the unit must be discarded before use. The user instructions for the serfas energy probes family states that the serfas probes are disposable radio-frequency probes used in electrosurgical procedures for resection, ablation and coagulation of soft tissue in patients undergoing arthroscopic surgery amd that the following cautions must be: do not use the probe as a tool for the mechanical displacement of tissue or bone, or use the probe as a prying or scrubbing tool, as this may result in damage to the tip of the probe. Do not use excessive force when inserting or removing the probe. Do not insert probe into an obstructed passageway. Patient injury and or product damage may result. Do not forcefully impact the tip of the probe with rigid objects inside the joint as this can cause damage to the tip of the probe. The product was not returned for investigation therefore the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the tip of the probes broke off in the wounds.